Manufacturer narrative:
It was noted that the patient had 2 implantable neurostimulators (ins) present during the event. See manufacturer¿s report # 3004209178-2016-09801 for concomitant ins information. See manufacturer¿s reports #3004209178-2016-09792 and 3004209178-2016-09793 for the other reported patient issue.

Event description:
Information received from the patient reported that they had their implantable neurostimulator (ins) taken out because there was an infection in the area. It was noted that the patient had 2 ins devices but was not currently using them. The patient stated that there was a sac of fluid with blood at the area of the infection so the healthcare professional (hcp) decided it would be best to have the ins device removed. It was believed that the infection occurred with the ins implanted in the upper back but noted they were unsure. The patient indicated that the device was removed a couple of years ago but did not know exactly when. The indications for use for the implanted device were noted as failed back surgery syndrome and occipital neuralgia. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.